Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received a sensor scan result of 90 mg/dl compared to a reading of 60 mg/dl obtained on the built-in reader. Customer felt "hypotonic" and was unable to self-treat, so the patient was treated with "2 sugars and candy" by their mother. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and visually inspected and no issues were observed. Data extraction was successful. Observed watermark at the base of the tail. Sensor was de-cased and visual inspection was performed and no issues were observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received a sensor scan result of 90 mg/dl compared to a reading of 60 mg/dl obtained on the built-in reader. Customer felt "hypotonic" and was unable to self-treat, so the patient was treated with "2 sugars and candy" by their mother. No further treatment was reported. There was no report of death or permanent injury associated with this event.